Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: evaluation of the returned proglide device found that the posterior portion of the foot was broken off and was not returned. The reporter was contacted and additional information indicates the physician was not aware of any adverse effects from the broken off posterior portion of the foot. No additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation. The reported suture break could not be confirmed because the suture was returned intact, outside of the device. However, inspection of the returned device indicated that the posterior portion of the foot broke off, which would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break occurring during needle plunger retraction. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.